Event description:
A customer reported that the system was shutting down by itself during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the customer reported issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).